Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, upon interrogation, the cardiac resynchronization therapy pacemaker (crt-p) exhibited shorter than expected longevity. It was noted that, in early june, the left ventricular (lv) capture management increased the lv output, which impacted the longevity. The pacing vector was changed and output was decreased. The device remains in use. No patient complications have been reported as a result of this event.